Event description:
The patient reported there was a problem with the stimulator battery implanted in their body. It was suggested that the battery was dead. The patient further reported they had no knowledge as to why the battery died, but recognized the stimulator's charge wasn't reaching the desired "place and position." The patient then met with a neurosurgeon who recommended surgery for a new battery. No symptoms were reported and the device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.